Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Concomitant medication was oral morphine. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2011. It was reported the pump was replaced due to end of battery life. The pump worked great when the patient had it. The day the pump was replaced the patient had a staphylococcus infection on their wrist. The surgeon was aware. Approximately one week after the pump replacement the patient experienced withdrawal and symptoms of redness and fever. The patient experienced a pocket infection that was associated with the implant. The patient went to the hospital and received intravenous antibiotics. The pump was removed and part of the catheter remained in the patient. The patient had constipation due to oral pills;100 mg three times/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.